Event description:
It was reported that suture placement with the prostar xl was attempted in the common femoral artery prior to a transcatheter valvuloplasty interventional procedure. The arteriotomy was 7 fr. A first prostar xl device was attempted to be deployed, but marking could not be obtained. The physician repositioned the device, removed the device and flushed all ports through the control tubing with heparinized saline water and attempted to reposition the device 3 times, unsuccessfully. A second prostar xl was used and the sutures were deployed. The sheath was upsized to 11 fr. After completion of the index procedure the deployed sutures of the second prostar xl did not achieve hemostasis, slight bleeding was still observed. The prostar xl sutures were left in place and surgical suturing was performed to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). Estimated date of the event, the event was only indicated to have occurred in (B)(6) 2012. A 7fr sheath was used during attempted deployment of the prostar xl device. It is indicated that the device was discarded; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Reportedly, the arteriotomy was 7 fr. Per the instructions for use (IFU) for the prostar xl, as stated under special patient populations, it is indicated that the safety and effectiveness of this device have not been established in patients with introducer sheaths smaller than 8.5f or greater than 24f during the catheterization procedure. Based on the information reviewed, there is no indication of a product deficiency. The first prostar xl device referenced is being filed under a separate medwatch MFR number.